Manufacturer narrative:
Analysis of the programmer (serial #(B)(4) determined that there is no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient programmer is doing stuff that it never has before. The caller states that when he tries to increase his stimulation it will randomly increase to a level that is uncomfortable. Caller states he doesn't not purposely increase stimulation too high, and he knows the levels he can handle (around 0.5v). Caller states he knows there's an issue with the patient programmer. No out of box failure was reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.